Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core quickconnect cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and could not reproduce the "no image" issue; the unit functioned as intended. The core quickconnect cable was also evaluated and no issue was found; the unit functioned as intended. The glidescope core 15-inch monitor and the glidescope core quickconnect cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Hold for r.g. 1.20the customer reported that during a patient procedure, using a glidescope core 15 inch monitor, as the bronchoscope entered the patient's airway, the screen became very dark and there were black lines going across the screen. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.